Manufacturer narrative:
Additional information in b5 (describe event or problem), d3 (serial number), and h6 (health effect code).

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a patient in cardiac arrest. During resuscitation, the platform performed only 3 compressions. The crew swapped the autopulse li-ion battery with another li-ion battery and resumed the compressions. However, the platform again performed only three compressions. No warning message regarding the battery was displayed because the platform's lcd shut off. The customer reported that one of the batteries appears to have reached the end of its service life and is no longer operational, despite being manufactured in 2024. The serial numbers of the batteries used during the reported event were 35514 and 35515. Per the customer, the batteries were regularly charged and showed 4 green bars before being used with the autopulse platform. The crew performed manual CPR for the rest of the call. No consequences or impacts on the patient. The customer attempted to reproduce the incident on a manikin, but the issue was not reproduced.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a patient in cardiac arrest. During resuscitation, the platform performed only 3 compressions. The crew swapped the autopulse li-ion battery (sn unknown) with another li-ion battery (sn unknown) and resumed the compressions. However, the platform again performed only three compressions. No warning message regarding the battery was displayed because the platform's lcd shut off. The customer reported that one of the batteries appears to have reached the end of its service life and is no longer operational, despite being manufactured in 2024. No additional information was provided. The patient's status information was requested, but the customer did not provide a response. The customer attempted to reproduce the incident on a manikin, but the issue was not reproduced.